Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's left leg would twitch or jump and that stim would 'burn down their genitals' depending on their position. The patient also noted that sometimes they feel stim of their right side. The patient stated that they had not changed groups/programs, and that they would call back after the patient programmer was replaced (see related pe). Follow-up was conducted with the patient. No further complications were reported. Additional information received from the patient reported that the leg twitch, burning stim down genitals, and feeling stim on their right side has been resolved 'for the best part.' The patient noted that changes in stim due to position/posture do still occur but to a much less extent.